Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop a spot on their lung. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient to develop a spot on their lung. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device. Black particle contamination at the air inlet consistent with degraded sound abatement foam. Unknown white and gray (dust-like) contamination was on the top of blower motor and the blower motor seal. Unknown brown and white specs of contamination at the bottom of the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown and confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam, however the complaint was not confirmed.

Manufacturer narrative:
In previous report, the manufacturer did not capture few allegations in b5 verbiage. The following correction has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged that the device as spot on their lung, lung cancer, cough, cant breath well due to congestion, shortness of breathe, rid of flem in his throat. The medical intervention that the patient received in response to the event is currently unknown. Section h6 clinical code was updated in this report.